Manufacturer narrative:
Result: fowler, gas spring trip.

Event description:
It was reported by svc report that the head end of the stretcher won't stay down. No pt involvement or adverse consequences are reported.